Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2011 and partial hysterectomy in 2011.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic relaxation, third degree cystourethrocele, uterovaginal prolapse and rectocele. It was reported that the following insertion the patient experienced urinary problems, recurrence and extrusion. In addition to mesh revision on (B)(6) 2011 the patient underwent robotic supracervical hysterectomy and implanted miniarc precise at the same time due to stress urinary incontinence, third degree recurrent prolapse, hypermobile bladder neck and mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.